Event description:
It was reported that high pacing thresholds were observed on the right ventricular lead as a result of a micro-dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4). Final analysis found normal lead characteristics.